Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11472. It was reported that catheter entrapment and withdrawal difficulties were encountered. The target lesion was located in a coronary vessel. A rebel stent was implanted. Then another 16x3.00mm rebel stent was advanced for to treat the lesion. However, the device would not track over the 300 cm hi forte floppy guide wire and got stuck on the wire outside patient. It was hard to remove it from the wire. Subsequently, the device was replaced with a non-bsc stent which went over the wire just fine and the procedure was completed. No patient complications were reported.